Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During af ablation procedure, an air leak occurred which led to an air embolism and transient st elevation. There were no issues with the device during prep; however, air was noted to be leaking from the hemostatic valve when pulling back after transseptal. The physician continued to use the device. Later in the procedure while exchanging the pfa catheter to the mapping catheter, the patient experienced transient st elevation which the physician believed to be linked to the defective sheath. The sheath was aspirated twice with a 20cc syringe. Patient was discharged.